Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent of the device was visually and microscopically examined and the stent did not appear to be damaged, however, it was noted that the stent had moved on the balloon 0.4 mm proximally from the distal end of the proximal markerband. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the tip found that the tip was stretched. This type of damage is consistent with excessive force being applied to the delivery system. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks on several locations along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the shaft polymer extrusion found that the extrusion shaft was stretched and kinked along entire length. The mid-shaft was stretched approximately 4 mm from the proximal end of the midshaft bond continuing distally for 52mm and multiple mid-shaft kinks were also noted. The inner and outer extrusion was also found to be kinked and stretched. During device examination, it was also found that a product mandrel was stuck in the device. However as per dfu the stent protector and the product mandrel should be removed at the same time. The stent protector was not returned for analysis. The types of damages noted are consistent with excessive force being applied to the delivery system. No other issues were noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-mar-2017.   It was reported that crossing difficulties were encountered.  Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x12mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and a 2.50x16mm promus element¿ plus stent was advanced but also failed to cross the lesion. The device was then removed and the procedure was not completed. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed stent moved on balloon.